Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B) (4) 07/06/2009.

Event description:
On (B) (6) 2009, the lay user/patient contacted lifescan alleging the one touch ultra link meter displayed the error 5 message. The medical surveillance specialist reviewed the customer care advocate (cca) documentation. The pt said he did not receive any treatment or suffer any injury due to the issue. The test strips were in good condition and the pt's testing technique was correct. The issue was not resolved through troubleshooting and the product is now new (out of box). This complaint is being reported because the issue was not resolved through troubleshooting. The product did not cause or contribute to injury because the pt did not suffer any injury.